Event description:
The reporter stated that during a surgical procedure using the panta nail system (indicated for tibiotalocalcaneal fusion), the surgeon felt the drill bit slip off the bone and the distal calcaneal screw was redirected and became misaligned, causing it to miss the panta intermedullary nail. The surgical procedure was prolonged by about one hour.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.